Event description:
The facility reported a pt had a fiber present in the eye during the initial procedure in 2008. On approx three months later, the pt required a second procedure to remove the fiber. Although requested, no add'l info has been received.

Manufacturer narrative:
No sample was received for evaluation, nor, product lot identification info provided; therefore, no root cause was identified.